Event description:
Additional information from the hcp reports the pump was replaced secondary to age of device.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant or implant duration was reported.